Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2010-00720 addresses the other device. It was reported to boston scientific corporation that a rf3000 radiofrequency generator and a leveen coaccess electrode system were used during a liver rfa (radiofrequency ablation) procedure performed on (B) (6) 2010 (female patient, (B) (6)). According to the complainant, post procedure a 2 inch, third degree burn was noted on the patient's leg where the pads had been on the inside of the right thigh. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
(B) (6)

Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B) (4)

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2010-00720 addresses the other device. It was reported to boston scientific corporation that a rf3000 radiofrequency generator and a leveen coaccess electrode system were used during a liver rfa (radiofrequency ablation) procedure performed on (B) (6) 2010 (female patient, (B) (6)). According to the complainant, post procedure a 2 inch, third degree burn was noted on the patient's leg where the pads had been on the inside of the right thigh. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. The site indicated that the appropriate algorithm was followed for the electrode size used. Additionally, the account indicated that the procedure ran long, but was unable to verify the total ablation time. The patient's condition immediately after the procedure was reported as being stable, however, while recovering a 3rd degree burn was identified. The burn was treated twice through debridement.

Manufacturer narrative:
(B) (4)

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2010-00720 addresses the other device. It was reported to boston scientific corporation that a rf3000 radiofrequency generator and a leveen coaccess electrode system were used during a liver rfa (radiofrequency ablation) procedure performed on (B) (6) 2010 (female patient, (B) (6)). According to the complainant, post procedure a 2 inch, third degree burn was noted on the patient's leg where the pads had been on the inside of the right thigh. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. The site indicated that the appropriate algorithm was followed for the electrode size used. Additionally, the account indicated that the procedure ran long, but was unable to verify the total ablation time. The patient's condition immediately after the procedure was reported as being stable, however, while recovering a 3rd degree burn was identified. The burn was treated twice through debridement.

Manufacturer narrative:
(B) (4)